Event description:
During evaluation of a returned homechoice (hc) device, a baxter technician determined the hc machine failed return instrument test/evaluation (rite) functional test due to failing fluid volume accuracy testing. Device failed during evaluation, no patient involved. No additional information is available.

Manufacturer narrative:
(B)(4). The homechoice (hc) device was returned and evaluated by the product analysis lab (pal). The device initially failed volumetric accuracy testing. External/internal inspection was performed and passed. A volumetric accuracy test was performed and the device passed. Temperature confirmation testing and pressure testing initially failed, however, after installation of a test article pump all testing passed. The cause for the failed volumetric accuracy test was undetermined. The device was sent for servicing. Should additional relevant information become available, a supplemental report will be submitted.